Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device was returned in the left curve position. Ring 2 and ring 3 have a section in which it appears the seal adhesive covers more than half of the electrode. The proximal seal of ring 3 is compromised. Electrical testing was performed and continuity checks revealed no electrical shorts, as checked manually using a multi-meter and test cable. However, ring 2 was found to be open in all curve configurations. Functional inspection revealed that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Rf ablation test was performed using the maestro generator 4000 and m11 error was displayed. This message is displayed when a non-oi catheter is used and the maestro 4000 measurement temp exceeds the temp setting in power control mode and the power setting is automatically reduced by 50%. X-ray showed no obvious issue with ring 2 however an anomaly was noted proximal to ring 3. The distal section was dissected. There appears to be a substance on the steering mechanism under the kevlar wrap proximal to ring 3. A curve test was performed and both the right and left curve tests passed. The device was brought to the ahal for analysis of the fm in the interior of the kevlar wrap on the steering mechanism. Evidence of zinc and chlorine was found in the kevlar sleeve. The zinc chlorine is most likely from the solder flux used to solder the steering wire, which most likely migrated into the kevlar sleeve. The surface of the steering wire showed evidence of a corrosion product composed of primarily tin and oxygen (tin oxide) with some chlorine. Further dissection of the device found that the ring 2 wire was open at the electrode weld. Ring 2 wire was open at the electrode weld. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 04-feb-2018. It was reported that the catheter failed to ablate. A 7/110/2.5 blazer¿ ii htd was selected for use. During the procedure, the physician attempted to use the blazer¿ for ablation. However, it was noted that the catheter did not work. Consequently, they changed relevant cabling; however, to no avail. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that a seal on ring 3 was compromised.